Event description:
A healthcare professional reported the system stopped working during a procedure. There was no patient harm. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is not expected to be returned. (B)(4).